Event description:
It was reported to philips that during a procedure system would not make x-ray. The procedure was completed by using another system. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a coronary procedure, which was completed by moving the patient to another room. The philips field service engineer (fse) conducted an on-site inspection of the x-ray system after it reported a generator error, preventing the production of x-rays. Upon reviewing the system's log files, a warning message was identified indicating that the "x-ray tube current (ie) is out of range," which was further confirmed by the error logs reporting a low current issue. To address the malfunction, the fse initially took steps to troubleshoot and rectify the problem by conditioning, adapting, and calibrating the x-ray tube. These corrective actions allowed the system to operate without errors during subsequent testing. However, the malfunction reoccurred, prompting the fse to replace the x-ray tube entirely. Following the replacement of the x-ray tube, the system was thoroughly tested and verified to be in good working order. The codes were updated based on the investigation outcome.